Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. As a precaution only, the fse replaced the front end and temp sensor,threaded probe. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted. The full event site name is (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed a temperature overheat error and made a beeping sound. It was also reported that the iabp unit was removed from operation and replaced by a backup unit. No patient harm, serious injury or adverse event was reported.